Manufacturer narrative:
Device not returned

Event description:
It was reported that air bubbles were observed within the cartridge tubing. Customer¿s blood glucose level was 107 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.